Event description:
It was reported that during use of the bd¿ syringe with needle the tip of barrel was broken when connecting the indwelling needle to inject contrast agent. This caused the contrast to leak out. The following information was provided by the initial reporter, translated from chinese to english: the head nurse in the CT room of west china hospital. According to the complaint, the tip of barrel was broken when connecting the indwelling needle to inject contrast agent, resulting in the waste of liquid medicine.

Manufacturer narrative:
H.6. Investigation summary: bd has been provided with a sample for catalog 301948, lot 1812114 to investigate for this record. Visual examination of the returned sample presented the tip broken. As a result, bd was able to verify the reported issue. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion: minor damaged of the barrel, which produced breakage of the tip during handling of the product, in the manufacturing process. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ syringe with needle the tip of barrel was broken when connecting the indwelling needle to inject contrast agent. This caused the contrast to leak out. The following information was provided by the initial reporter, translated from (B)(4) to english: the head nurse in the CT room of (B)(6). According to the complaint, the tip of barrel was broken when connecting the indwelling needle to inject contrast agent, resulting in the waste of liquid medicine.